Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was verified operationally and functionally; it was found to visually and audibly alarm during alarm conditions. White line spanning the screen were indicated during analysis and isolated to the lcd module. The observed lines did not interfere with the tester's ability to read measurements. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that this device has a bad display and has lines all over it. No known impact or consequence to patient was reported.